Event description:
During remote follow up, under-sensing was observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve this event.